Event description:
It was reported by a physician that during a follow up visit with a patient on (B)(6) 2012 she observed high impedance 3 times on system diagnostic tests. The physician indicated that she then switched to another programming system and got high lead impedance on the first system diagnostic but then ran a second system diagnostic and got lead impedance within normal limits. The patient was referred for x-rays, however no images have been received by the manufacturer to date. Per the physician there was no suspected manipulation or trauma. Attempts for programming history, to confirm the event have been unsuccessful to date.

Event description:
X-ray images were received on (B)(6) 2013. There did not appear to be any sharp angles or discontinuities in the images provided. Additionally programming history was received and reviewed. Programming history was available from (B)(6) 2012. No anomalies were noted on this date. Diagnostics on (B)(6) 2012 were within normal limits and a review of the generator's internal memory revealed no history of high impedance. The patient was seen again in clinic on (B)(6) 2013 with a manufacturer's representative, and diagnostics were again performed and were within normal limits, specific results were not provided. Per the physician, it appears that the device is functioning as intended and no interventions will be taken.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.